Event description:
The initial reporter alleged discrepant results using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. The customer is a cord blood bank, and the samples tested were maternal samples. The cord blood collected is either discarded or retained for potential future stem-cell-based therapies. No harm occurred as the donations were placed on hold. For sample (B)(6), the following results were reported: on (B)(6) 2023, the sample tested as non-reactive in a pool of six (pp6); on (B)(6) 2023, the sample tested as reactive in an individual donor test (pp1) for hepatitis b virus (hbv) with a cycle threshold (CT) value of 37.0. Additionally, the sample was reactive for hepatitis b surface antigen (hbsag) in a chemiluminescent immunoassay (clia) with a value of 5261.35. The results were consistent with a sample having a true positive surface antigen and a low viral load near or below the limit of detection (lod) when tested in a pool. For sample ID (B)(6), the following results were reported: on (B)(6) 2023, the sample tested as reactive in a pool of six (pp6) for hbv with a CT value of 18.6; on (B)(6) 2023, the sample tested as reactive in a resolved pool (resp1) for hbv with a CT value of 38.8; and on (B)(6) 2023, the sample tested as non-reactive in an individual donor test (pp1). The serology for this sample was non-reactive. It was noted that pools are considered interim results, and only the resolution of these pools should be taken as the final result.

Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of the provided data indicated that the results for sample (B)(6) were consistent with a true positive surface antigen and a low viral load near or below the limit of detection (lod) when tested in a pool. For sample ID (B)(6), the results were consistent with non-reactive serology, and the final resolved pool results matched the serology. A contamination event could not be excluded due to the presence of high-titer samples with low cycle threshold (CT) values in the batch, which may increase the likelihood of contamination in cases of workflow breaches. Quality control data for the reagent lot did not reveal any issues related to the complaint allegation, and no trend was identified for the lot. The device remained in operation at the customer site, and no harm occurred as the donations were placed on hold.